Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available a supplemental 3500a will be submitted accordingly.

Event description:
It was reported that the patient underwent c-section in 2001 for the delivery of a healthy male infant, and during the procedure, the patient's uterine incision was closed with a #1 panacryl in a continuous interlocking fashion. The patient was discharged the next day. Two months later, the patient was seen by the physician and vaginal discharge and bleeding was noted. The physician removed suture material from the patient's vaginal area and cleaned the site of her incision. The patient contacted the hospital the following month and stated that she had experienced persistent vaginal discharge, odor and infection for approximately 3 months. The patient had been prescribed flagyl and cipro, and physicians had removed additional undissolved sutures from her cervix. A vaginal sonogram, thyroid testing and blood work were conducted. The next month, additional sutures were removed and the patient was placed on antibiotics. The patient was treated for chronic recurrent vaginitis for 3 months. The patient underwent a hysteroscopy and dnc procedure in 2002. From 2002 through 2003, the patient was treated for vaginal discharge and the following month, that patient underwent an operative hysteroscopy with dilation and curettage. It was reported that the surgeon removed "polyps with possible foreign material" and "fragments of polarizable foreign material, consistent with clinical impression of suture material" and "separate fragments of acute and chronically inflamed granulation tissue" from the patient's body.